Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user called for guidance on a cartridge-only supply change for an ilet system, the walk-through proceeded normally, and the user declined follow-up; the user experienced hyperglycemia with a reported maximum blood glucose of 400 mg/dl for approximately 5 hours, and the device provided sustained high-glucose alerts. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis, and ketones were reported as normal. Outcomes included no use of backup therapy, no need for assistance, and no professional medical intervention; the user¿s glucose later decreased to 284 mg/dl. Investigation included review of the device report and case details with troubleshooting and education completed. Investigation of this case revealed no device malfunction confirmed and no component-specific failure identified, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.